Event description:
Error message "incorrect pack installed". Happened during set up x5 patients. Has been reported to supplier. Manufacturer response for phaco tubing, (brand not provided) (per site reporter). Issued rga#.